Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and audio/beep anomaly. Customer's blood glucose was unknown mg/dl. The customer stated blank and white screen, flashes all the time and is impossible to stop. The customer stated the switch on and off all the time with audio alarm (no text).

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected blank display, white flashing display or audio beep alarms were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.